Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system control panel. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed that the flow would momentarily drop if the control panel was tapped. All internal connections were unplugged and reseated. Subsequent testing did not identify further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow reading of the sorin centrifugal pump system with tubing clamp momentarily dropped to zero during a procedure. There was no report of patient injury.